Manufacturer narrative:
The drill bit subject to this investigation was not returned to MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a t2 tibial nail surgery, the drill bit broke. It was also reported that the broken piece was removed using a k-wire. It was further reported there was no pt injury and there was no delay to surgery, the procedure was completed successfully.